Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent would not fully exit delivery system upon deployment. As per cc form: "the stent failed to fully deploy, case completed with a new stent." Lab evaluation 15th sep 2022: visual inspection: stent partially deployed on return. Damage on flexor( clear section). Lock wire in place. Red marker passed point of no return. Functional inspection: actuating as intended. Stent unable to deploy/recapture. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Case completed with a new stent. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence additional questions: at what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Olympus duodenoscope. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Olympus visiglide. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site.common bile duct. How long was the stent in the patient by the time this complaint occurred? A few seconds it was during deployment. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? Yes what intervention (if any) was required? A different stent. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-feb-2023.

Manufacturer narrative:
Device evaluation: the device evaluation was completed for the evo-fc-10-11-8-b of lot c1888878 on the 15th sep 2022. On evaluation of the device damage was observed on the clear section of the flexor. The stent was returned partially deployed. Lock wire was in place, red markers was passed on point of no return. The device actuating as intended. Stent unable to deploy/recapture. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1888878 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1888878 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage to the flexor(clear section) as per engineering input the damage to the flexor could have caused issues with stent deployment, as the damage to the flexor would make it harder for the flexor to retract back into the handle. A possible root cause of the damaged flexor could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor being broken. Confirmation of complaint. Complaint is confirmed based on visual and/or functional inspection. Summary of investigation. According to the customer the stent would not fully exit delivery system upon deployment. Confirmed quantity of 1 device, confirmed used. The patient did not require any additional procedures due to this occurrence. Case completed with a new stent. Investigation findings conclude that a possible root cause could be attributed to damage to the flexor(clear section) as per engineering input the damage to the flexor could have caused issues with stent deployment, as the damage to the flexor would make it harder for the flexor to retract back into the handle. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.